Manufacturer narrative:
The insulin pump was received with depleted energizer alkaline battery installed. The insulin pump passed the displacement test, rewind, self test and a21 error test. All operating currents were within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The occlusion test and excessive no delivery test were unable to be performed due to the prime/fill anomaly. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir lip and a missing end cap sticker. Data analysis: on (B)(6) 2016 daily insulin total = 61.500u; (B)(6) 2016 daily insulin total = 53.600u; (B)(6) 2016 daily insulin total = 53.900u; (B)(6) 2016 daily insulin total = 54.300u; (B)(6) 2016 daily insulin total = 36.400u; (B)(6) 2016 daily insulin total = 44.950u (B)(6) 2016 daily insulin total = 38.400u.

Event description:
It was reported that the customer passed away in a hospital, on (B)(6) 2016. The customer was hospitalized on (B)(6) 2016. The cause of death was listed as natural causes due to end stage renal failure. The caller stated that the customer never recovered from the shock of the surgery. The caller stated that the customer had heart disease and had a pacemaker. The caller stated that the customer had a spinal stroke a couple of years ago. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.